Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that four pcu key pads had issues with no power on. Open circuit keypad. There was no patient involvement.